Manufacturer narrative:
This report is submitted october 29, 2019.

Manufacturer narrative:
This report is submitted on july 11, 2019.

Event description:
It was reported that the patient experienced infection and subsequent extrusion of the electrode array resulting in explant of the device (date not reported). Re-implantation is planned but has not taken place as of the date of this report.